Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. She threw up about 10-12 times. The pod was then removed and the cannula was bent. The pod was discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.